Manufacturer narrative:
The reported field event of device packaging missing label attachment was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, it was observed that the device packaging did not have a label attached. The device was not used. A different implantable cardioverter defibrillator was implanted successfully. The patient was stable throughout.